Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, a broken belt clip slot, and minor scratches on the display window.

Event description:
Customer reports a button error alarm and unable to use insulin pump. Customer's blood glucose was 140 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.